Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 585 mg/dl and "neuropathy worsened". Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Customer was "incapacitated", "taken to ER [emergency room]", and subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin and was discharged 2 days later with the issue resolved. Tandem technical support educated the customer on insulin labeling. The customer continued to use the pump for insulin therapy.